Event description:
Customer reported the unit will not sound at the nurse call station. They have replaced the nurse call cable. No other physical damage was reported by customer. There was no patient incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation, but has not been received. Note: this submission is based solely on the user facility statement. Note: posey instructions for use warnings: when connecting the alarm to the nurse call system, check that the nurse cable is securely connected to the alarm and nurse call panel. Always test alarm and nurse call function if nurse call cable is plugged into the alarm and wall jack. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor, or activate pir sensor) and make sure the nurse call light for the proper bed and room activate in the appropriate nurse's station location. Remove cable from the wall jack (B)(4).